Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/19/2015 with the following findings: the black box verified the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate, internal battery component was leaking. There is a dim pink display and a battery compartment crack. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, leaking internal battery, and dim display. This report is made based on the results of an investigation completed on 08/19/2015.